Event description:
A user facility in the united kingdom reported that the system shutdown during the procedure. The surgeon was unable to reboot the system for 10 minutes. When the system was rebooted, there were no error messages. The patient was left aphakic and had to be rescheduled to complete the procedure.

Manufacturer narrative:
The device was not returned for evaluation rather a field service technician was dispatched to the site to evaluate the system. Full service testing was performed, and all functions tested. The graphic user interface was updated to the latest version. The power issue with the system could not be reproduced. The mains lead was checked. The system was found performing to specification. The device history record was reviewed and this module met specifications on the date of manufacture. The investigation is underway.

Manufacturer narrative:
The failure could not be duplicated. The root cause is unknown. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.